Manufacturer narrative:
Date sent to the FDA: 09/23/2009. Incontinence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2009. It was reported post-operatively in 2008, that the patient was noted to have developed stress urinary incontinence. As treatment, the patient underwent an obturator sling procedure in 2009. The event is listed as resolved the following month.